Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lumbago') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("very intense menstrual pain"), dyspareunia ("problems during intimate relations"), genital haemorrhage ("bleeding "), hypersensitivity ("allergy all over my body"), headache ("severe headaches"), alopecia ("hair loss"), tooth loss ("tooth loss "), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatic pain"), fatigue ("general tiredness"), blindness ("loss of sight") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, headache, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: from the moment essure was removed, and despite having it removed by surgical intervention, the symptoms (or most of the symptoms) started to improve and patient felt much better from the very first moment. Despite her general improvement, patient has had lesions in her body that are still present. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lumbago") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2019. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("very intense menstrual pain"), dyspareunia ("problems during intimate relations"), genital haemorrhage ("bleeding "), hypersensitivity ("allergy all over my body"), headache ("severe headaches"), alopecia ("hair loss"), tooth loss ("tooth loss "), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatic pain"), fatigue ("general tiredness"), blindness ("loss of sight") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: from the moment essure was removed, and despite having it removed by surgical intervention, the symptoms (or most of the symptoms) started to improve and patient felt much better from the very first moment.despite her general improvement, patient has had lesions in her body that are still present. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-oct-2020: quality safety evaluation of ptc. 16-dec-2020: ha number. 13-dec-2021: reporter information updated; reference number added. 09-dec-2022: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of back pain ('lumbago'). In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("very intense menstrual pain"), dyspareunia ("problems during intimate relations"), genital haemorrhage ("bleeding"), hypersensitivity ("allergy all over my body"), headache ("severe headaches"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatic pain"), fatigue ("general tiredness"), blindness ("loss of sight") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, headache, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: from the moment essure was removed, and despite having it removed by surgical intervention, the symptoms (or most of the symptoms) started to improve. And patient felt much better from the very first moment. Despite her general improvement, patient has had lesions in her body that are still present. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.